Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure (event) observed during analysis. A partial lead with the middle segment measuring 42.5cm was returned for analysis. Internal insulation abrasion was noted at 1.3-1.7cm from the proximal end of the svc shock coil. External insulation abrasion was noted at 19.3-20.6cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4).